Event description:
It was reported that "surgeon was tightening blocker and halfway between 0 and 12 nm the wrench snapped at the tip."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.